Event description:
It was reported that a clearlink paclitaxel set leaked from an unspecified location. This occurred 15 minutes into a patient infusion of etoposide. The reporter stated that there was no obvious damage to the tubing prior to the event and that the pharmacy confirmed that the set was not leaking when it left the pharmacy. None of the solution leaked onto the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available; however, an unused sample from the same lot was returned for evaluation. A visual inspection, functional testing, and pull testing were performed. No leaks or abnormalities were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.